Manufacturer narrative:
Additional information : device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, reason code for no evaluation, imdrf codes a,g,b,c and d grids. Omits : a050701 - failure to align (2522), g0405203 - clamp, b17 - device not returned, c07 - mechanical problem identified.

Event description:
It was reported that the device had pcu/lvp/syr/pca plastics recall 2020-dom, unit is eligible for handles, front cover and rear case, unit is also affected by r111 syr/pca sizer misalign recall. There was no patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that the device had pcu/lvp/syr/pca plastics recall 2020-dom, unit is eligible for handles, front cover and rear case, unit is also affected by r111 syr/pca sizer misalign recall. There was no patient involvement.